Event description:
Indications: ten year old boy with a congenital long qt syndrome with associated polymorphic ventricular tachycardia and syncope. He has been treated with ICD insertion in the past. On follow up he has been noted to have a fracture of his superior vena caval defibrillation lead. Elective replacement of this device is thus advised. At the time of device replacement the lead will be tested and re-utilized if they have acceptable thresholds. Procedure: the leads were detached from the pulse generator. The pulse generator was removed from the field. The impedance was then assessed on the superior vena caval lead and found to be high consistent with fracture. Pacing and sensing thresholds on the right ventricular defibrillation and pacing lead were then determined. They were found to be high and acceptable and the decision was made to reutilize these leads. Pacing and sensing threshold determination: the medtronic model 6933-100 superior vena caval defibrillation lead was tested and found to have a very high threshold consistent with lead fracture. Conclusions: fracture of the superior vena caval defibrillation lead. This lead was capped and abandoned.